Event description:
According to the literature, during ablation procedure, a retrospective analysis investigated the clinical outcomes of patients with hcc who underwent next-generation microwave thermosphere ablation (mta) with emprint mwa between september 2019 and september 2022. There were 429 patients with 608 hepatocellular carcinoma (hcc) included in the study and post-procedural complications included: portal vein thrombus (9), biloma (9), bile duct dilatation (6), pleural effusion (4), hemorrhage (2), hepatic infarction (1), pneumothorax (2), heat injury of the diaphragm (1), heat injury of the right kidney (1). The article does not list which of these complications required any interventions.

Manufacturer narrative:
Reference: nakamura, s.; tada, t.; sue, m.; matsuo, y.; murakami, s.; muramatsu, t.; morii, k.; okada, h. Clinical outcomes of nextgeneration microwave thermosphere ablation for hepatocellular carcinoma with primarily hepatitis-related etiology. J. Clin. Med. 2023, 12, 7577. Https://doi.org/10.3390/ jcm12247577 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.